Manufacturer narrative:
(B)(4). Date sent: 4/6/2023. D4 batch #: x94k40. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional and "reactivate" alert screen was displayed. However, the device did activate when tested with the footswitch. No unexpected ready to pre run issues were observed at any time during the testing. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device lot/batch x94k40, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic hepatectomy the scalpel passed first pre-run test. After working several minutes, the scalpel was required to pre-run by the system again. The scalpel could not work uninterrupted. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.